Manufacturer narrative:
Additional information: has been updated based on the returned product. Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Current was applied to perform linearity testing. All results were within specification. No product deficiency was identified. The complaint was not confirmed.

Event description:
Customer¿s husband reported customer¿s adc freestyle libre sensor produced a lower reading than a reading obtained at a hospital. It was further reported that on (B)(6) 2018 customer was in the hospital for treatment of a herniated disc issue and while there, she received a reading of 160 mg/dl on her libre sensor which was compared to a reading of 700 mg/dl received on an unspecified hospital device. A subsequent reading of ¿about 1000 mg/dl¿ was received via the hospital device approximately two hours later. Customer was diagnosed with dka (diabetic ketoacidosis) and received two infusions of sterofundin iso. It is unknown what additional treatment may have been rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s husband reported customer¿s adc freestyle libre sensor produced a lower reading than a reading obtained at a hospital. It was further reported that on (B)(6) 2018 customer was in the hospital for treatment of a herniated disc issue and while there, she received a reading of 160 mg/dl on her libre sensor which was compared to a reading of 700 mg/dl received on an unspecified hospital device. A subsequent reading of ¿about 1000 mg/dl¿ was received via the hospital device approximately two hours later. Customer was diagnosed with dka (diabetic ketoacidosis) and received two infusions of sterofundin iso. It is unknown what additional treatment may have been rendered. There was no report of death or permanent injury associated with this event.